Event description:
Clinic notes received for a generator replacement referral provided that the vagal nerve stimulator has been required for breakthrough seizures about three to four times a month. The patient can cluster muscle tightness and it was stated to be clear that the battery is losing power. The physician stated this is the sign they should replace the battery, and that use of the vns has avoided hospitalization and emergency room visits. An estimate of battery life calculation using the manufacturer¿s in-house programming history database predicted the device was not at end-of-service. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred and the explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. An end-of-service warning message was verified and was associated with the output being disabled by the pulse generator. The measured battery voltage confirmed the end-of-service condition. Electrical test results show that the device performed according to functional specifications. The electrical performance of the generator concludes that no anomalies exist and the end-of-service condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.